Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue but verified the issue through the device files. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device froze during a cardiac arrest. The device did not recognize the attached pads and the buttons were not working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device froze during a cardiac arrest. The device did not recognize the attached pads and the buttons were not working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the device and could not duplicate the issue but verified the issue through the device files. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h11 of the initial medwatch report should indicate: a stryker field service representative (fsr) evaluated the device and could not duplicate or verify the issue of frozen display and inoperative controls. The fsr could not duplicate the issue of pad sensing but was able to verify the issue through review of device logs. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.